Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had implantable pump for 10 years with very good effect and suddenly lost all the effect of the system. It was stated, patient had "enormous pain" and can't function at all. Physician had done troubleshooting and increased the daily dose slowly from 55 mg to 95 mg without any effect on the pain. Patient's pain cannot be treated with any other pain medication. Patient cried all the time because system is not working. Catheter was x-rayed and no problem was see. The pump pocket was opened and there were no abnormalities present, but good csf flow was seen. Neurosurgeon unavailable to operate on patient until the end of (B)(6). Additional information will be provided when available.